Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2012, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis. At the time of this report, dianeal pd2 ultrabag therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake, did not wear a mask, area not clean before starting pd and reused equipment. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient began a fourteen day course of remedial therapy with vancomycin (250 mg, thrice daily, ip) and tazact (4.5 gm, twice daily, intravenously). It was unknown if the patient required hospitalization. The root cause of the peritonitis a break in aseptic technique described as patient made a mistake, did not wear a mask, area not clean before starting pd and reused equipment. It was not reported if the patient was retrained in aseptic technique. It was unknown if the patient required hospitalization on an unknown date, the peritonitis resolved. An outcome was not reported for the break in aseptic technique. Per the reporter, causality for the report of peritonitis was unrelated. A causality was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aspetic technique was confirmed because the nurse reported a break in aseptic technique/patient made a mistake. The patient did not wear a mask or maintain exchange area cleanliness. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.